Event description:
The customer reported that a small piece of plastic fell off from the tip of the jaw into the patient cavity. The surgeon was able to retrieve the piece. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.